Event description:
A reporter called to submit a report about an adverse event his dad experienced before he died from a neurostimulator implantable pulse generator in 2016. The reporter said, right after his dad had the implant, he started experiencing adverse effects. He said, per his dad's description, when he tried to turn his neck towards left or right, he would freeze. He said it was like he had no control of his movement. He went on saying, he was feeling as if he will fall over if he turns his neck to either direction. He said his dad lost his life with a tragic accident and he thinks the restrictions of his neck could have contributed to his accident. He said, he is submitting this report to help other people who are using the same device could benefit this information.